Event description:
Asr revision to take place on (B)(6) 2013. Asr xl acetabular system - left hip. Reason(s) for revision: component loosening file. Update - filed out mw fields, received confirmation that revision has taken place. Taken from crawfords spreadsheet dated (B)(6) 2014.

Event description:
Asr revision to take place on (B)(6) 2013. Asr xl acetabular system - left hip. Reason(s) for revision: component loosening file.

Manufacturer narrative:
Additional narrative: if information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Depuy still considers this case closed to CAPA.

Manufacturer narrative:
No 510(k) number provided because this implant is sold internationally with different indications for use; it is currently sold in the us under a different part number. The correction/removal reporting number listed applies to the corresponding product code sold domestically. The asr platform was voluntarily recalled from the market in august 2010, and the asr product codes are now considered inactive. Further investigation of this individual incident will not be undertaken, as there is an ongoing investigation regarding the root cause(s) and/or corrective actions. (B)(4). Depuy considers the investigation closed at this time. Should the product and/or additional information be received, the investigation will be re-opened.

Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Depuy still considers this case closed to CAPA.

Event description:
Asr revision to take place on (B)(6) 2013. Asr xl acetabular system - left hip. Reason(s) for revision: component loosening file. Update - filed out mw fields, received confirmation that revision has taken place. Taken from (B)(6) spreadsheet dated jan 21st 2014. Update - transferred info over from (B)(4). (B)(4) will be voided as it is a duplicate of this com. Added clinical trial number, patient gender and expiry dates added. Taken from spreadsheet dated 11th sept 2014.

Manufacturer narrative:
Depuy considers the investigation closed at this time. Should the additional information be received, the information will be reviewed and the investigation will be re-opened as necessary. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Asr revision to take place on (B)(6) 2013 asr xl acetabular system - left hip reason(s) for revision: component loosening file update - filed out mw fields, received confirmation that revision has taken place. Taken from (B)(6) spreadsheet dated (B)(6) 2014 update - transferred info over from com 057282. Com 057282 will be voided as it is a duplicate of this com. Added clinical trial number, patient gender and expiry dates added. Taken from spreadsheet dated (B)(6) 2014 the reported event has been evaluated and will be monitored. Depuy considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.